Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a post-operative CT scan identified a metal object that was not clearly identifiable. It was positioned in the muscle fascia near the pedicle screw at left l4. A revision surgery was performed to remove the object, and it was then identified to be a piece from the distal tip of a cypher counter-torque.

Event description:
It was reported that a post-operative CT scan identified a metal object that was not clearly identifiable. It was positioned in the muscle fascia near the pedicle screw at left l4. A revision surgery was performed to remove the object, and it was then identified to be a piece from the distal tip of a cypher counter-torque.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device was examined. Visual inspection revealed that part of the tip of the device was fractured off. The presence of the device fragment in the patient is confirmed via the provided x-ray/CT scan. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.